Event description:
It was reported that the customer experienced a past blood glucose (bg) level of 34 mg/dl. Due to the bg level the customer loss consciousness, fell, lost one tooth and chipped another tooth. Customer went to the emergency room (ER) and was treated with a glucose shot. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the bg issues. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the issue was unknown, customer acknowledged and understood. Ultimately, the customer reverted to an alternate method of insulin therapy.